Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that customer received an altitude alarm while on a flight. Customer reported elevated blood glucose (bg) levels of 400-512 (mg/dl). Customer indicated back up therapy is currently being used for diabetes management.